Event description:
Ventilator pressure line developed excessive water condensation. The respiration rate of the ventilator increased to a rate greater than the ventilator is set for. Pt's arterial blood gases were abnormal. The respiratory technician changed ventilators and pt's blood gasses returned to normal. Ventilator sent to biomed for evaluation. Ventilator pulled from service and is awaiting evaluation in biomed shop. Respiratory technician states that this is the second time that this particular ventilator has developed excess condensation in the pressure line and cycled faster than the rate it was set for.